Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported the spinal cord stimulator was implanted and removed in 2007.

Event description:
It was reported that the patient did two trials and then got the permanent implant in 2007. She only had the permanent implant for one to two months and then it was removed because the patient had a ¿floppy back¿ and the leads didn¿t scar into the back like they were supposed to. The area they were trying to treat was the ball of the patient¿s left foot so they were having a hard time with it as well as with programming; they even had manufacturer¿s representatives try to program it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.